Event description:
The patient had a craniectomy with a closure of the dura utilizing a aesculap ag lyoplant (model/catalog # 1066064, lot # 220125) dural graft on [date redacted]. The patient returned to surgery 13 days later for a repair of a csf leak. During this surgery, the surgeon identified that the dural graft had "disappeared". There were no signs of infection of the surgical site. The cause of the graft failure is unknown.

Event description:
The patient had a craniectomy with a closure of the dura utilizing a aesculap ag lyoplant (model/catalog # 1066064, lot # 220125) dural graft on [date redacted]. The patient returned to surgery 13 days later for a repair of a csf leak. During this surgery, the surgeon identified that the dural graft had "disappeared". There were no signs of infection of the surgical site. The cause of the graft failure is unknown.